Manufacturer narrative:
(B) (4)

Event description:
The pt experienced a loss of therapeutic effect. The deep brain stimulator battery was depleted. The device 'died.' Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.